Manufacturer narrative:
Our product evaluation lab received one model 120804f catheter. The customer report of holes were visible on the balloons was confirmed. Balloon latex appeared deteriorated. Multiple cracks and tears were evident on balloon latex. Leakage was observed through the tears on the balloon. Both balloon windings were intact. Balloon latex was released from distal winding to check balloon edges at the tears. The edges did not appear to match at the tears. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Catheter body had a kink, at 37cm from tip. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A CAPA was previously initiated and used as reference in the evaluation as it addresses the "balloon - latex deterioration" failure for the embolectomy models with a vascupouch packaging. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. The storage conditions for these catheters are specified in the IFU. Corrective actions were implemented to address manufacturing non-conformance. The CAPA resulted into a voluntary field correction action (fca-90905) that instructed customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a balloon was opened and deployed inside patient and the balloon was leaking. Once tested outside patient, holes were visible on the balloons. They were not expired. There was no allegation of patient injury.